Manufacturer narrative:
A company service representative examined the system and was able to confirm the reported problem. The host assembly and the irs sensor were replaced. The system was then tested and met all product specifications. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no information." (No information). Product problem(s): "unit does not turn on." (Failure to power-up). A nurse reported, the unit would not turn on. No additional information was given. Additional information has been requested, but none has been received to date.